Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch lancet is hard to insert and/or remove from the onetouch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the issue began on (B) (6) 2010 at 1pm. It is not known as to the type of oral regimen the pt is on to manage her diabetes. It is also not known what action, if any, the pt took regarding her diabetes management as a result of the alleged issue. Approx 15 to 20 mins after the reported issue began, the pt claimed she developed symptoms of nervousness and feeling sweaty. The pt denied receiving any treatment as a result of the alleged issue. Per cca documentation, the alleged lancing device issue was resolved through training. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.